Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they opened the packaging of the vasoview hemopro 2 and noticed that the silicon cover had peeled off of the bisecting jaws. The device never touched to patient. A new device was opened to complete the procedure. No injury to the patient.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 09/21/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be bent and flexed away from the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back , exposing the hot metal tip. The clear silicone insulation on the cold jaw was observed to be intact, with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;jaw" was confirmed as well as for the analyzed failure "material twisted/bent wire" was observed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure